Event description:
It was reported that there was high pacing impedance, rising and high thresholds in the right ventricular pacing lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead (B)(6) 2003. (B)(4).